Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the vessel sealer extend (vse) instrument wrist was moving non-intuitively. The customer replaced the vse, but the issue persisted. The instrument experienced shakiness. An isi technical support engineer (tse) reviewed the system logs and confirmed error 282, which was due to engagement issue. The tse advised the customer to reseat the sterile adapter (sa) to resolve the issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on (B)(6)2022 : the vse instrument was not inspected prior to use. The wrist of the vse instrument suddenly swayed to the side a few millimeters when the surgeon fired the vse with the pedal during sealing and cutting. After the first vse was replaced, there was some improvement, but the issue was not resolved completely. The surgeon elected to continue the procedure with the new vse instrument. There was no patient injury due to the non-intuitive motion issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vse instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation not replicated nor confirmed the customer reported complaint. Fa found the primary finding of could not reproduce - cannot verify external event to be related to the customer reported complaint. Review of the logs found no failures related to the reported instrument. Manual articulation of the instrument grips opened and closed properly. The vse instrument housing was removed from the back end, no damage was found. The blade and knife cable were inspected, no damage was observed. The instrument was installed on an in-house system and passed initialization. The energy cable was recognized by the generator and a cut test and energy delivery test were both performed and passed. There was no abnormal movement observed when moving the instrument while installed on the in-house system. The instrument was fully functional. There was no problem detected. Following additional tests were performed: the vse instrument passed the ceramic dot verification and knife slot test. The vse instrument passed jaw gap verification. No image or video was available for review. Patient identifier# (B)(6) is created to capture the non intuitive motion occurred on 2nd vse instrument (part number 480422-01/ lot number l90220419-0238). A review of the device logs for the vessel sealer extend (part number 480422-01/ lot number m10220628-0226) associated with this event has been performed. Per this review of the logs, the vse instrument was last used in a procedure on (B)(6)2022 via system sk4156. The alleged instrument had 0 uses remaining after this last usage. This complaint is a reportable malfunction event due to the following conclusion: it was alleged that the vse instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.